Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 470 mg/dl. The customer treated with manual injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer was unable to describe damage of drive support cap. The customer did not report motor position encoder error alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.